Manufacturer narrative:
The other relevant components include: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter.

Event description:
Information was received from the patient's husband regarding the patient who was receiving clonidine, baclofen and morphine (unknown dose and concentration) via an implantable pump for spinal pain. On this report date, the patient was in the emergency room going into surgery due to having problem with extreme pain and the they wanted a technician to check the pump after surgery. No further complications were anticipated/reported additional information received from the health care professional indicated that the health care professional wanted a company representative to be paged to go and check a potentially malfunctioning pump, the patient was in intensive care unit with symptoms of agitation, confusion and needing to be in restraints additional information was received from a health care professional via a company representative. The company representative was called to interrogate the pump on (B)(6). On (B)(6), she was called to do a second interrogation of the pump, at the time patient appeared to be having symptoms of acute baclofen withdrawal and the hospital staff did not seem very familiar with intrathecal therapy so she provided them with the emergency procedure card, she also called another physician who was experienced with pumps to have him consult with the hospital. The managing doctor had previously scheduled a dye study for (B)(6) but cancelled it due to patient's condition. The company representative suspected an issue with the catheter but stated there was no available information at the time on what the issue could be. The patient had a cerebral temperature 106 degrees and had some "coiling." The patient experienced multiple organ failure and the family placed patient on hospice. The pump therapy issue would not be addressed due to the patient's condition. When she read the pump, there was nothing in the logs to indicate a pump malfunction, she thought it was a possible catheter issue. The hospital discussed using portable x-ray to try the dye study in patient's ICU room but secondary to patients weight they felt they could not get a clear image and decided to wait until patient stabilized to move to xray, unfortunately the patient did not stabilize. The symptoms that patient experienced were sudden. No further complications were anticipated/reported the health care professional notified the company representative that the patient passed away on the weekend of (B)(6). No further details were available at the time. Additional information was received from a healthcare provider (hcp). The hcp stated that they have no further information at this time, the patient's husband was supposed to send them records from (B)(6), but they have not received any records via the patient's husband or from the hospital directly. The hcp did indicate that the patient's husband stated that the patient had a heart problem, but no additional information was known to the hcp.